Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported left side "rupture and capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture baker grade IV". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "rupture and capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture baker grade IV". This record is for the left side. The device has been explanted and replaced.